Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level reached 400 mg/dl on (B)(6) 2026. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.